Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 3006705815-2017-01212 & 3006705815-2017-01213. It was reported the patient's entire scs system was explanted six weeks (exact date unknown) after implant because he had an accident and the lead surgical incision site wound opened. The issue has since reportedly resolved.